Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 1/13/98).

Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. [Event complications]: unk-reported 12/10/97; none-reported 12/19/97. [Pt's current status]: unk-rpt'd 12/10/97.